Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 450mg/dl. Customer treated with a bolus. Troubleshooting found that the customer had issues with the infusion set. Customer was advised on proper insertion technique and to return the infusion set for analysis. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test. The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2016.